Event description:
It was reported that a patient presented with infected left total knee replacement and revision surgery was performed for removal of implants and debridement of joint.

Manufacturer narrative:
D1, d2, d4, g4, g5, and h2 is new additional information that was received for this case.

Manufacturer narrative:
The associated 4mm offset couplers, pressfit stems, 5mm posterior femoral augment, 5 x 10mm l wedge femoral augment, 13mm 5-6 pshf tibial insert, left legion revision tibial baseplate size 5, left legion constrained femur, 10mm full wedge tibial augment size 5-6 and biconvex patella were not made available for evaluation. Therefore a product inspection could not be performed. Device details were not provided. Reasonable efforts to obtain the the product information have not been successful. As device details were not made available, device history record and sterilization documentation review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual products involved and no product information available, our investigation of this report is inconclusive. Our clinical analysis noted that no relevant supporting clinical information has been provided. Therefore based on insufficient information, no further clinical assessment can be performed at this time. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, this complaint will be reopened and reevaluated.